Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while removing a wire it broke above the ball portion of the wire during the procedure. The surgeon was using two compression wires through a metatarsophalangeal fusion plate to compress plate to bone and then used compression forceps to compress the first metatarsophalangeal joint as per surgical technique. After putting in variable angle locking screws as per surgical technique the surgeon attempted to remove the two compression wires. One of these wires broke on attempted removal above the ball portion of the wire. The surgeon used a pair of forceps to then manually rotate and remove the remaining part of wire and ball portion of the broken wire from the patient and plate. This delayed surgery for approximately two minutes; there was no reported patient harm. This is report 1 of 1 for (B)(4).